Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-09577 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off during use events. Event 1 occurred on (B)(6) 2024 and event 2 occurred on (B)(6) 2024. The infusion sets had been used for 3 days in case of event 1 and 2 days in case event 2. The blood glucose level was 246 mg/dl at the time of event 2. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.